Manufacturer narrative:
Eval summary report: the eval of the device involved in the event was conducted through the analysis of data logs. Data logs are stored in the device which records every pulse administered from the device. These logs can later be exacted by the user and set as electronic files for analysis without having to send the physical device. The exact treatment records relating to the pt's treatment was exacted from the device and sent to the MFR for eval. The engineer was able to analyze the pulses (power output, impedance measurement) that were emitted during the pt's treatment and concluded that the device was working to spec. The engineer also noticed that further into the treatment the impedance reading increased, which is usually indicative of the tip not being frequently cleaned during the treatment. The MFR's physical models also show that the radiofrequency current emitted from the applicator during this treatment is restricted to the skin and does not retreat deeper into the subcutaneous tissue. As such, metal implants in teeth would not have been affected by the radiofrequency's current to cause the pt's injury. MFR's concluded that the injury is not related to the device and treatment that the pt received based on the evals of the recorded data during the pt's treatment and based on previously tested physical models that contain the emitted energy of the device to the pt's skin.

Event description:
Female pt seeking treatment for reducing the appearance of wrinkles on her face visited the reporter's office on (B)(6) 2010 for a treatment. Pt had previously had 2 procedures with the device about 1 month apart and had on both occasions been treated with no complications. On this 3rd treatment visit, the dr delivered a pulse in the peri-oral area on the top upper lip that caused the pt to feel pain. The pt sustained a small blister on this spot and subsequently discovered that her teeth are cracked. The pt soon after visited her dentist who confirmed that 2 teeth with metal implants had cracks that needed repair. The pt was unaware that she even had metal implants in her teeth and had not even informed (B)(6) during the consent procedure. The cracked teeth were repaired and the pt has not had any other complications or problems since.